Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the thrombosis could not be confirmed but may be related to patient medical history not provided and/or procedural factors (recent surgery). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(6), a patient had a 26mm sapien 3 valve implanted in the aortic position using transapical approach. Post procedural tte, showed a normally functioning valve. One year and nine months post implant, the patient was admitted with chest pain, breathlessness, and low energy. Four days later, CT confirmed 6mm thrombus on ncc and rcc extending into the root. The patient was treated with anticoagulation. The patient responded well to treatment. Two months and twenty one days later, repeat toe showed thrombus resolved. Toe demonstrated mild pvl. No intervention was required. As per medical opinion, the cause of the thrombus was unknown. The patient had significant peripheral vascular disease and went on to have vascular surgery with grafts one year and nine months post tavr and all grafts patent on CT.